Manufacturer narrative:
Therapy and event date is estimated . The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2020-01040. It was reported the patient experienced ineffective coverage of therapy for approximately three months and to address the issue physician decided to explant the leads and replace with a new surgical lead. Post-operatively effective therapy was restored .